Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed the insulin pump suspended and was in the hospital for low blood glucose. The blood glucose reading was 24 mg/dl. Nothing further was reported.